Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a "parasite infection" on his back. Patient advised the parasite infection was detected while he was at the hospital recently. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a cream. Patient did not know the name of the cream. Follow up indicated that the cream is helping with the skin irritation. It is unclear if the infection was caused by the lifevest or if the lifevest is exacerbating the issue. Reporting out of the abundance of caution.